Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the airway mobilescope exhibited insertion site, flexible tube, coating peeled. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1 (establishment name). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "insertion section tube coating peeled off" was caused by a stress of repeated use, external factors or handing. The event can be detected/prevented by following the instructions for use which state: there is a warning in the instruction manual ¿chapter 3 preparation and inspection 3.6 inspection of the endoscope." Olympus will continue to monitor field performance for this device.